Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Provider states that the bed is bowing in the middle. The hi lo coupler is backing out of the gearbox on the foot board.